Manufacturer narrative:
Received six used 01csmv3v2 1o2 valve (blue) w/check valve, rotating luer. Lot review did not show any abnormalities during the manufacturing process. Investigation: visual showed each of the six returned products were received with only one 1o2 sub assembly and each had a check valve. Attached to 3 of the returned 1o2 assemblies were an unknown catheter. Functional testing of the six 1o2 subassemblies with a bonded check valves were retrograde leak tested at 5psi. Sample #3 did exhibit leaking. All other samples exhibited no leaking. There was no check valve leakage observed during testing. Based on these investigation results a continuous improvement team was initiated to further evaluate and determine product performance enhancements to address these type of intermittent component (flow/leakage) issues.

Event description:
Leakage, may be from the check valve. Blood back flow observed through straight path and side port. There were no adverse patient consequences reported.